Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited battery depletion (bd) code. Analysis was performed and indicated that it was due to a large number of magnet detections. The battery has recovered at this time and the code can be cleared. No adverse events.